Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. As a result of having the product implanted, the patient has experienced recurrent urinary stress incontinence requiring revision/replacemnt surgery.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/29/2012. Note: this report corresponds for an "unknown pelvicol". Date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix, device MFR: tissue science laboratories, (B)(4), (B)(6).